Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion sets were leaked at site which led to low blood glucose level of 49mg/dl on (B)(6) 2024. The infusion set in use for 1-2 days. The patient replaced infusion set and resumed insulin successfully. The patient consumed carbohydrates as corrective treatment. No further information available.

Manufacturer narrative:
Initial and final MDR 1877106 - MDR 3003442380-2024-05678 - device 5 of 5. (B)(6) .